Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No motor error alarm or excessive no delivery alarms noted during testing. The insulin pump passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. The motor was tested outside of the device and it passed. The device had had minor scratches on the lcd window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call, he was experiencing high blood glucose and the insulin pump was alarming no delivery and motor error during bolus. Customer's blood glucose was 311 mg/dl, but most recent was 449 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI. Customer does use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. He agreed to return the device for further analysis.